Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: (B)(4). Model: sc-2408-56. Serial: (B)(6). Batch: 7078939.